Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during the initial drain. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, an incomplete prime was noted, as the drain line and patient line clamps were closed during priming. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.